Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral compression fracture l3 it was reported that during surgery, the balloon ruptured during inflation. The balloon was broken when it was pulled out of the ver tebral body and the surgeon was unable to tell if some of the balloon was left behind in the body. The product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional inspection of the ibt assembly confirmed the y adapter has been separated from the outer shaft of the ibt. The balloon of the ibt has also been damaged/ruptured. It appears the balloon ruptured and the shaft was cut from the adapter to help remove the balloon. Unable to identify root cause of damage/failure. Additional ibt was sent back on the pe. If information is provided in the future, a supplemental report will be issued.